Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions breaching the outer insulation 10.0 cm to 10.4 cm from the connector pin and 17.9 to 18.3 cm from the connector pin consistent with friction to the device can or feature of the anatomy.

Event description:
This report is to advise of an event observed during analysis.